Manufacturer narrative:
The reason for this submission was to report the instrument failure/end of life of djo's 3d knee left and right trial inserts that were brittle and leaving debris; requiring the surgeon to clean out the patient's joint. The healthcare professional indicated a significant adverse event to the patient. There was a 10 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical on august 7, 2014 for examination. The tibial insert trials were returned with the complaint under return product receipt (rpr) # (B)(4) and photographed. The returned inserts have moderate to severe damage. There are scratches, nicks, and dings in various locations. The device history records (dhrs) of the main contributor part number 801-01-631 shows that there were no non-conforming material reports with respect to the manufacturing process. The DHR evidences that the incident part met all critical dimensions and specifications when released from djo surgical. The DHR shows the incident part was released from manufacturing around june 2006 and had been in service for more than 7 years. The product complaint report history shows this is the first complaint reported on the incident part. The root cause for the scratches, nicks, and dings in various locations on the tibial insert trials (part number 801-01-631) was probably due to an extended period of time in service. The instruments would have been subjected to numerous sterilization cycles or repeated autoclaving process which eventually caused the part material to become brittle. The potential causes for chipping and debris include high impact forces (installation) and/or bending loads (removal) in excess of the material strength, and excessive installation force with an impactor or similar device. The returned instrument was most likely subjected to at least one of these conditions. Care must be taken to avoid compromising their performance as recommended in the instrument instructions for use 0400-0146, "recommendations for the care and handling for djo surgical instruments and instrument cases."

Event description:
Instrument failure/end of life - the 3dknee left/right trial inserts are brittle, they chipped and left debris requiring the surgeon to clean out the joint.